Event description:
It was reported the cap on top of the applicator exploded off when activating during use and after being used on a patient.

Manufacturer narrative:
The facility did provide photos/samples to aid in our quality engineer¿s investigation. With the sample, provided, bd was able to confirm the failure mode as the end cap was detached from the applicator body. A device history record was reviewed, and no non-conformances was noted during the manufacturing of this lot. The root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi- lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 930815. Batch no.: 0327868. It was reported the cap on top of the applicator exploded off when activating during use and after being used on a patient. Per pir: cap on top of chloraprep stick exploded off when activating glass ampules per normal use. Incident with another stick. Cap exploded off after being used on patient and put in general waste bin.